Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the encoder gearbox of the autopulse platform (sn (B)(6)) was running roughly and making a loud noise, indicating possible bearing damage in the encoder. The autopulse platform then failed run-in functional testing due to fault code 27 (encoder fault (> 3000 rpm)). The root cause of fault code 27 was the malfunctioning integrated encoder gearbox, likely due to the age of the device. The autopulse platform was manufactured in september 2015 and is nearly 8 years old, beyond its expected service life of 5 years. The integrated encoder gearbox must be replaced to remedy the fault. During visual inspection, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance. This was also caused by the malfunctioning integrated encoder gearbox, which needs to be replaced to resolve the issue. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
During preventative maintenance (pm) performed at zoll, the encoder gearbox of the autopulse platform (sn (B)(6)) was running roughly and making a loud noise. The autopulse platform then failed run-in functional testing due to fault code 27 (encoder fault (> 3000 rpm)). No patient involvement.